Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Antibiotic treatment was administered. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.